Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ needle would not retract "or pull away from the catheter."

Manufacturer narrative:
H.6. Investigation: a DHR was performed and no qns were initiated during production as all challenge, set up and in process samples were performed and all passed per specifications. Received one 22ga bd nexiva unit along with a piece of top web from lot number 8275652 material 383512. The unit consisted of a fully disengaged needle assembly with a catheter-adapter assembly still attached on the tip shield. The failure described in the incident report was caused when cured adhesive ¿bonded¿ the tip shield and the adapter preventing the unit from successful decoupling. The cured adhesive was potentially generated by a gripper (saturated with glue) either on the pallets or the machine.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle would not retract "or pull away from the catheter".

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle would not retract "or pull away from the catheter".

Manufacturer narrative:
The following information has been corrected: describe event or problem: it was reported that the bd nexiva¿ closed IV catheter system needle would not retract "or pull away from the catheter". Medical device brand name: bd nexiva¿ closed IV catheter system; medical device catalog#: 383512; medical device lot#: 8275652; medical device manufacturer: becton dickinson infusion therapy systems inc.; medical device expiration date: 2021-09-30; unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson infusion therapy systems inc.; PMA / 510(k)#: k161777; device manufacture date: 2018-10-02.